Event description:
A caller reported a malfunction on the pump, which was identified as malfunction code 0 and was not related to any notable events. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The caller was advised to continue using the pump and to call back if any malfunction recurs, and they acknowledged and understood the advice given.